Event description:
A surgeon reported a pt with an unexpected outcome following intraocular lens (iol) implant surgery. The surgeon reported the pt has "short eyes" and was unsure for the reason for the unexpected outcome. Additional info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough info was provided from the account for further investigation. Attempts have been made to obtain additional info. A completed questionnaire has not been received. (B)(4).